Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited shock impedance measurements of greater than 200 ohms, as captured on an alert for elevated system impedance. Technical services (ts) discussed options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.